Manufacturer narrative:
Product event summary # the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products: product ID 694765, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. (B)(6). (B)(4).

Event description:
It was reported that the device was returned to the manufacturer after being removed and replaced due to medical judgement. The device subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.